Event description:
Additional information was received. The customer advice not no patient involvement. It was reported that no further information was available.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a damaged top case. The event history log found ?motor rate error". To conduct functional testing an occlusion test was performed. Upon review, the reported problem was unable to be duplicated. The motor was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.

Event description:
It was reported the device exhibited a motor failure. Patient involvement is unknown.